Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Transmitter was not requested to be returned for evaluation as it was still being used by the user. The particular incident reported by the user could not be confirmed in data management system (dms). Based on the investigation analysis, it was found that sensor performance had started to deteriorate which triggered failsafe measures in the system. The system subsequently triggered a sensor replacement alert (ec#1) due to loss of sensor chemical performance. The investigation showed the system correctly disabled the sensor due to performance failure and the system's self-test functions were working normally.

Event description:
On december 4, 2021, senseonics was made aware of an adverse event where the patient experienced a hyperglycemia event with no alert from the system due to sensor inaccuracies. The patient reported that the event occurred on 02-december-2021 at three separate times. About 6pm sgm 178 mg/dl - bgm 267 mg/dl. About 7pm sgm 168 mg/dl - bgm 262 mg/dl. About 8pm sgm 163 mg/dl - bgm 208 mg/dl. The patient did not receive high glucose alerts in any of these occasions since the sensor glucose (sg) value did not cross the high alert threshold that was set at 200 mg/dl. The patient was symptomatic and was dizzy but was able to resolve the issue on their own by dosing insulin. The patient did not require any medical attention or intervention.